Event description:
During pre-testing the laser probe 0.9mm through the working channel, the probe was stuck and broke off. The scope has not been in situ. The probe head is included. This is the third occurrence.